Event description:
A patient reported patient's fasttake meter would not turn on; and as a result, experienced a hyperglycemic event. Patient said the meter powered on with the m button, but patient had to jiggle the strip around to get the meter to turn and stay on. As soon as patient took the finger off the strip to apply blood, the meter turned back off. Unable to test with the meter, patient experienced hyperglycemia, with symptoms of dry mouth and a headache. Patient also guessed at the insulin dosage needed and took insulin. Patient believes patient must have taken too much insulin because patient felt very low and had to eat to raise patient's blood glucose . No further information has been reported.